Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), there was a fiber found on the posterior side of the lens. The lens was removed during a secondary procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.3., d.10., d.11., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury or device malfunction. The manufacturer internal reference number is: (B)(4).